Manufacturer narrative:
D10: 200-02-38 - three peg patella 38mm (B)(6), 204-04-55 - trapezoid tibial tray sz 5f/5t (B)(6), 230-03-05 - optetrak asy, cr cemented femoral, sz 5, (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a legal notification, that a male patient who had a right knee implanted, underwent a revision procedure of their knee device secondary to polyethylene liner wear resulting in aseptic loosening and synovitis of the right total knee arthroplasty. Despite undergoing the revision surgeries, plaintiff experiences daily knee pain and discomfort which limit plaintiff¿s activities of daily living and recreation and impacts plaintiff¿s quality of life. As a direct, proximate and legal consequence of the defective nature of the knee device as described herein, plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; metallosis; soft tissue damage; infection; and other injuries presently undiagnosed, which all require ongoing medical care. No further information available. This is 1 of 2 reports for this event.